Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event four days after experiencing the event. The patient treatment was not reported. The peritonitis was due to a power failure due to a typhoon and the patient using a plastic bottle for efflux on an unreported date. The patient recovered from the event and was discharged after ten days of hospitalization. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.